Event description:
The doctor claims that the graft, implanted for an arterial-venous access procedure, had to be revised due to an occlusion by a blood clot. During the revision, the doctor noticed that the 5cm support coil of the graft was loose and the graft had a kink. The doctor removed the loose coil and noted that afterwards, the graft remained patent and was performing well. The patient's condition is fine.